Event description:
Patient received inappropriate shocks for noise. Upon interrogation, circuit damage alert was seen. It was recommended to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.